Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. The guidewire was returned with the opened original packaging. An evaluation of the physical sample was completed by (B)(6) corporation on 23-feb-2023. A photo sample was submitted. However, could not be evaluated for the reported failure. Visual evaluation of the physical sample noted no apparent issues on the coating. The guidewire was received upon return to memry with the whole coated wire exposed from the hooping, which could have occurred during shipment for evaluation or by the user when inspecting the wire. No issues were found by memry based on the sample received. As no patient involvement was reported & the device was not used. However, it is intended for treatment purposes. It is unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. (B)(6). The actual/suspected device was evaluated

Event description:
It was reported that the surgical nurse found that the coating of the guidewire flaked off upon opening the package and the surface was not smooth.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the surgical nurse found that the coating of the guidewire flaked off upon opening the package and the surface was not smooth.